Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation, the clip delivery system was prepared per the instructions for use (IFU), but a leak occurred from the cap of the lock lever. The cap was tightened, but the leak did not resolve. Therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis which observed the polyimide tubing to be protruding between the o-ring and the cap. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to the identified polyimide tubing protrusion. The protrusion appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.